Manufacturer narrative:
(B)(4). Date of initial report : 01/08/2015. Date of follow-up report : 02/25/2015. The investigation found that when the coagulate button was depressed the generators cut mode would either stay latched on or momentarily activate the cut mode and then quickly switch to coagulate mode activation. The investigation isolated the failure to the generators psrf board, but a root cause was not identified. The generators psrf board was replaced to address the failure. The generator was calibrated and testing found it to function normally and within specifications.

Event description:
The customer reported that unit had cleaning fluid contamination. The initial evaluation of the unit found that when depressing the coagulate button on a two button pencil, the generator would activate the generator's cut mode. The cut mode would either stay latched on or momentarily activate the cut mode and then quickly switch to coagulate mode.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the unit's evaluation is complete a follow-up report will be submitted.